Event description:
It was reported that the device had a barrel clamp error, not reading 1mil syringe, but will read the 3 mil syringe. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to confirm the reported problem. The display was replaced with an OEM part along with the potentiometer for the barrel clamp, along with a new mainboard because the plastic clip where the potentiometer plugs in to was broken. When those were replaced, and the calibration process was proceeding the alarm came on that the battery was depleted and not charging. Replaced the battery with an OEM battery / interconnect board so the battery would charge. Then device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.